Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. (B)(4). The field service engineer (fse) evaluated the unit and confirmed the reported error. The fse replaced the cpu board and the power management board to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure 1102 e/c. There was no patient involvement.